Manufacturer narrative:
Corrected fields: e1- event site email address. Updated fields: b4, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code and h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the fault. Numerous code 77 appeared within seconds of each other and it was recommended to change out the pressure (2) transducers in unit. After exchange parts and running the machine again, codes still appeared and at that time it was decided to change out the compressor and temperature sensor for precautionary measures. Compressor and temperature sensor had been previously replaced, and the machine had not been used to frequent since the change of part. All functional and safety checks completed to meet factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was overheateing while on patient. Injury information is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.